Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens, -11.00/ +6.0/100 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens opacity (cortical) blurred vision, the cataract was removed, and a toric iol was implanted. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4).